Event description:
It was reported that the insulin pump was exposed to moisture, the buttons were not functioning, and the customer received a battery out limit alarm. Customer's blood glucose was not known. It was advised to discontinue use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. It was unable to verify battery out limit alarms due to unresponsive buttons. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, cracked reservoir tube and reservoir tube lip and minor scratches on lcd window.